Event description:
A malfunction was reported on the pump by the customer. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and there was no recurrence of the malfunction code after the reset. The customer was instructed to continue using the pump and to report any further issues if the malfunction code reappeared.